Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump. There was no reported impact to customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and error did not recur after reset.